Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
The surgeon reported that the anchorage mtp cp plate broke after implantation. The device was implanted during a 1st mtp fusion done approximately 12 months ago. The joint has fused, but follow up x rays show that the plate has broken. No revision is planned as the surgeon is happy with the fusion.